Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had prime anomaly. The patient¿s blood glucose was 186 mg/dl. During troubleshooting, the customer stated pump is stuck in the rewind loop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The alleged device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No prime anomaly noted. No unexpected no reservoir alarm noted.